Manufacturer narrative:
510k: this report is for an unknown variable angle (va) ten-hole right condular plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented with a non-union on an unknown date. Patient was originally implanted on an unknown date for a distal femur fracture. Reason for the fracture is unknown. The construct that was originally implanted was one (1) variable angle (va) ten-hole right condular plate with five (5) distally inserted screws in the head of the plate, and seven (7) screws implanted in the shaft of the plate. A combination of both cortex and locking screws were implant. It is unknown how many of each type of screws were used in the patient. No revision surgery will be performed. Patient is reported as being in hospice care. This report is for an unknown variable angle (va) ten-hole right condular plate. This is report 1 of 2 for com-(B)(4).